Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a nurse who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2015, it was reported that the patient s humapen memoir units were not always visible on the display. They set the dose by counting clicks. The humapen memoir was associated with product complaint (B)(4)/ lot 1306c02. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided.

Manufacturer narrative:
This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow up is planned. Evaluation summary: a nurse reported that the units are not always visible in a humapen memoir device display. The dose was set by counting clicks. Investigation of the returned device (batch 1306c03, manufactured june 2013) did not confirm the reportable malfunction of missing dose number segments. The device display appeared normal with no missing segments observed. It is likely that the dial sensor-related recoverable errors that were generated due to use related issues and moisture ingress may have caused the user to interpret that the dose units were not always visible in the display. The user manual provides adequate instruction on how to resolve the dial sensor-related recoverable errors and how to reset the pen. There is evidence of improper use. The user used the device with the display not in ready mode by counting clicks to set the dose.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a nurse who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2015, it was reported that the patient's humapen memoir units were not always visible on the display. They set the dose by counting clicks. The humapen memoir was associated with product complaint (B)(4)/ lot 1306c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on 15jul2015, and no malfunction was found. Update 26aug2015: additional information received on 26aug2015 from the global product complaint database added the device specific safety summary, return date of the device; and manufactured date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.